Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring or not completely forming. They were able to complete the procedure without any impac6t to the patient. No other details were provided. No return device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The following information was requested, but no further details could be provided: (B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.